Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experience a pericardial effusion and was admitted in to the ER, it is believed that the cause of the pericardial effusion as a perforation. It's not clear whether the perforation was cause by the lead or not. The patient underwent a medical intervention and has been discharge of the hospital. No additional adverse patient effects were reported.